Event description:
Paramedics attended to a person diagnosed in coarse ventricular fibrillation and experiencing agonal respirations. An automated ECG analysis was attempted and a connect cable message was allegedly displayed. The manual mode was selected and again the connect cable message was allegedly displayed when the operator attempted to charge the defibrillator. CPR and drug therapy was administered and the pt was transported to the hospital. The pt was converted to atrial fibrillation in the emergency room and expired the following day.